Event description:
Boston scientific crm received information that the patient alleged her original pacemaker shorted out and was explanted. The patient did not report any adverse effects as a result of this allegation. No additional information is available at this time.

Manufacturer narrative:
Attempts have been made to retrieve additional information regarding the device¿s current condition and resolution to the reported occurrence. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.